Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter and the valve dislodged towards the ventricle. Per the physician, neither the valve nor the delivery catheter system contributed to the annular rupture.

Manufacturer narrative:
Updated data: h2 h3 h6. Image review: videos of the cine images provided for the event. There was no computed tomography (CT) images provided for review of anatomical considerations. There was an executive summary provided to show patients anatomy size, and calcification. Fluoroscopic valve load inspection was not provided thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. Evidence shows the balloon moved during inflation. You can see the pigtail in the annulus location. Per medtronic best practices an adequate pre-dilation can help reduce the potential need for post dilation, and may also be useful to prepare the valve for crossing with the delivery system. In this event a 22 millimeter (mm) true balloon was used to perform a pre-dilation. Per medtronic best practiced when using a non-compliant balloon, subtract 1 when determining the balloon size from the perimeter derived annular diameter in the absence of annular or left ventricular outflow tract (lvot) calcification. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 3mm on the non-coronary cusp(ncc) in the cusp overlap view, and 3mm on the left coronary cusp in the left anterior oblique (lao) view. At the point of no recapture there is evidence of an aortic dissection in all views. The valve was released and an aortic angiography was performed. Evidence shows the left coronary cusp (lcc) filling and no contrast filling the ncc. Evidence also shows a possible dissection in the aorta in the images highlighted below. Per the event description the patient died from an annular rupture. Per the physician, neither the valve nor the delivery system contributed to the annular rupture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve implantation with a 26mm evolut fx+ valve, a pre-balloon aortic valvuloplasty (bav) using a 22mm true balloon was performed due to calcification. During the procedure, two recaptures were required before final release of the valve. The first recapture was due to the valve being deployed too high, and the second was because the valve dislodged due to a lack of pacing. The valve was successfully deployed on the third attempt. However, during the removal of the delivery catheter system, there was a drop in blood pressure. Despite cardiopulmonary resuscitation and anesthesia efforts, the patient did not recover. An effusion was identified at the level of the annulus and left ventricular outflow tract. An annular rupture was noted. Per the physician, the rupture was thought to have possibly occurred at the time of the pre-implant bav. The patient's anatomy and calcification were noted as contributing factors to the event. The patient ultimately died following the annular rupture.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012449278); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.